Manufacturer narrative:
Concomitant medical products: device competitor, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial lead exhibited high thresholds and failure to capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.